Event description:
It was reported that following sicd implant procedure, the patient had received an lvad. The patient recently received an inappropriate shock due to oversensing of noisy signals. The patient was brought into the clinic for system programming but subsequently had the entire system explanted. No additional adverse events were reported.